Event description:
During the surgical procedure, the md used a 5mm rigid hysteroscope. The blunt tipped scissors were used to transect adhesions. During the dissection, a small metal piece was noted to be in the cavity. The piece was grasped with the graspers and was consistent with a piece of the hysteroscopic scissors, which were otherwise intact. The piece was approximately 1-2 mm. The piece was removed and there was no other material noted in the cavity.